Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" lot 1 inratio = 4.9; lot 2 inratio = 2.0. Caller reported lot to lot variability. Patient self tester tested on one lot of strips (last strip in the box) and received a 4.9 (lot # 304239). She believed this was too high so she opened a new box and received a 2.0 (lot #315108). Time between tests: 5 minutes. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, 33 discrepant complains have been reported for the production lot # 315108 yielding a complaint rate of 0.04%. Due to these low occurrence rates, below the action threshold monitored by qa, no further action is required at this time. No corrective action requires at this time as no product deficiency was established.